Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an impedance alert for out-of-range / high rv defibrillation coil impedance when the impedance level exceeded the programmed upper alert threshold. The rv defibrillation coil impedance alert threshold was increased, and the lead remains in use. No patient complications have been reported as a result of this event.